Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter had a power issue ¿ battery indicator and powers off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged power issue first occurred on ¿(B)(6) 2014¿ at an unspecified time prior to contacting lfs. The patient manages her diabetes with a combination of diabetes medications. On ¿(B)(6) 2014 to present¿ the patient detailed she took her usual dose of medication ¿novolin r sliding scale lantus 75 units 2 x day glucophage sliding scale¿ as part of regular diabetes management regimen routine due to the alleged power issue. At an unknown date and time, the patient claimed to develop symptoms of ¿weak, woozy.¿ on ¿(B)(6) 2014, 8-8:15am¿ the patient alleged she made a doctor¿s office visit. However, it is unspecified if she received any treatment. At the time of troubleshooting the cca noted that there was no misuse of the product, and it was not the first time the product was being used. Cca also noted the battery needed replaced, although it was unknown if the issue was resolved. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. Although it is unknown if treatment was received, the patient made a doctor¿s office visit which suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.